Manufacturer narrative:
Device media analysis: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The stent was partially deployed 15mm. From the middle sheath. The stent was damaged. The thumbwheel lock was missing while the rack and middle sheath had moved from the manufactured location. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis suggested that instructions in the IFU were not followed which led to the reported event.

Event description:
Reportable based on device analysis completed on 17mar2023. An innova was selected for use in the percutaneous angioplasty procedure. During introduction of the device outside of the patient, the physician mistakenly rotated the thumb-wheel in the opposite direction, resulting in a failure to deploy. The innova was exchanged for another in order to complete the procedure. There was no reported issue with the device and there were no adverse consequences reported for the patient. However, device analysis revealed that the stent was damaged and partially deployed 15 mm. From the middle sheath.